Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe inspected the instrument and found that the collet plunger clamp was sticking and the collets bent at position 8 and position 9. The fe replaced the plunger clamp at position 8, and also replaced the collets for positions 8 and 9. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem. The instrument is now performing as expected.

Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).